Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The cable was found to be damaged. Based on the results of the investigation, the most probable cause of the reported malfunction is expected or random component failure without any design or manufacturing issue. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head fiber optic insulation was showing. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.